Event description:
Event description guidant received information that the patient with this pacemaker passed out at home and her pulse was 30 ppm. When the device was checked in the hospital, the arrhythmia logbook was missing data. Technical services gave the caller instructions for a data download from the device.